Manufacturer narrative:
On 18 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem, head and liner) 6 years after primary cementless tha. Radiographic image provided shows the presence of radiolucent lines in gruen zone 1 and 2. The medial calcar bone looks damaged, the reason cannot be ascertained, but this situation must have contributed to the loosening. Aseptic loosening is a possible, literature described mid-term adverse event after primary cementless thr. The causes of this event are often unknown. In this case the reason of this failure cannot be determined. Batch review performed on 22 august 2017. Lot 112202: (B)(4) items manufactured and released on 03 august 2011. Expiration date: 2016-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined the stem was loose. No trauma reported. The cause of the loosening is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.